Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module had over infused heparin sodium. It was ordered at a rate of 7 ml/hr with 250 ml to be infused using a 250 ml bag. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: date of event, concomitant med prod data, initial reporter occupation, report source, report source other. Additional information: device eval by manufacturer?, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pump module had over infused heparin sodium. It was ordered at a rate of 7 ml/hr with 250 ml to be infused using a 250 ml bag. There was patient involvement but no harm.